Manufacturer narrative:
H3: one product was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The customer problem was confirmed as the downstream occlusion (dso) sensor was defective. The dso sensor was replaced. The device passed all functional tests with no problem after the repair was completed.

Event description:
The customer returned the product for priming stops after the first time, during device analysis, the downstream occlusion seal (dso) was found to be defective. There was no reported patient involvement.